Manufacturer narrative:
Device evaluation summary: one psol (pressure solenoid) pcb (printed circuit board) was returned to medtronic for further analysis. A visual inspection was carried out, no anomalies were observed. The psol pcb was assembled into the fi test-bed device for analysis and powered on the unit. The device failed the power on self test (post). The fault was isolated to component u31. The cause of the observed condition was determined to be the faulty component (u31) of the psol pcb. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 740 ventilator failed power on self test (post). The ventilator was not in use on a patient at the time of the reported event.